Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin, but experienced recurring issues, resulting in switching to an alternate method of insulin therapy.